Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test alarm and battery out limit alarm on the insulin pump. Customer¿s blood glucose level was 300 mg/dl. Customer treated their blood glucose via bolus delivery. Troubleshooting for the failed battery test alarm was performed. Customer replaced the battery on the insulin pump and they received a battery out limit alarm during normal use. Customer was advised a battery cap would be sent out.